Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, textured implant.

Event description:
Patient reported left side rupture and "textured implants". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.